Event description:
A falsely elevated number of leukocytes were observed on a patient sample tested on an advia 2120 with autoslide instrument. The patient was expected to be in complete remission. The physician(s) diagnosed the patient as "relapse" and sent the patient for further testing due to the falsely elevated number of leukocytes. The patient underwent an unnecessary bone marrow examination. It is unknown if there were any adverse health consequences due to the inaccurate blood smear.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that a malfunction in the autoslide sample syringe pump assembly, caused carryover from a leukemia patient sample, to other samples being tested. The fse replaced the sample syringe pump assembly and the instrument is performing within specifications. No further evaluation of the device is required.